Event description:
As reported by the legal team, the patient underwent placement of unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: a scan noted that the plaintiffs filter was tilted and had perforated his inferior vena cava (ivc). Further, patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. Patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses not limited to the apprehension and risk associated with retaining a defective device inside patient¿s body. Information contained in the medical records indicated that the patient underwent a renal transplant implantation of the ivc filter. Lupus anticoagulant on coumadin, a right lower extremity deep vein thrombosis (dvt) 4 years prior to filter implantation, and again the same month of filter implantation and hyperlipidemia. The patient was admitted to the hospital two days prior filter implantation for a renal transplant. Workup revealed that the patient had a dvt of the right lower extremity and a greenfield filter was implanted. The patient had a post-operative decline in hemoglobin and was found to have a retroperitoneal hematoma status post renal transplant. The patient underwent drainage of the hematoma 12 days post filter implantation. Approximately 2 months post filter implantation of the filter, patient was admitted to the hospital for fluid collection around the kidney. A computed tomography (CT) guided drainage with placement of a pigtail catheter was performed. Wound cultures were sent and were positive for staph aureus, pseudomonas and enterococcus, the patient was treated with vancomycin and zosyn. Two months, 27 days post filter implantation, patient was admitted to the hospital with a fluid collection around the transplanted kidney also diagnosed with choledocholithiasis. Four months and two days post filter implantation, the patient was in the clinic for follow up on the transplant and a wound infection. The patient was noted to have an elevated creatinine and was admitted to the hospital. Four months and two days post filter implantation the patient was admitted to the hospital for a laparotomy with common bile duct exploration and stone removal and choledocoduodenoscopy. During the hospital course the patient developed acute renal failure, the patient was placed on steroids for which the response was not adequate. The patient was then placed on a trial of okt3, and developed florid pulmonary edema and was then placed on hemodialysis. The patient responded well to treatment and was discharged a month later. Three years 3 months post filter implantation, the patient was admitted to the hospital for increased redness and pain around a drain that was placed after drainage of a large pancreatic tail pseudocyst. Three years and four months post implantation, the patient was admitted to the hospital with complaints of chest pain and shortness of breath, it was discovered that the patient had a pericardial effusion and underwent a pericardiocentesis and pericardial window.twelve years post filter implantation, the patient underwent a computed tomography scan for evaluation of the ivc filter. The imaging revealed that there is an inferior vena cava filter in place, the shape resembles that of a trapease type filter. The cranial tip of the filter is at the level of the renal vein ostia. There is some mild ventral tilting of the filter. The caudal tip of the filter contacts the posterior wall of the ivc without deforming the ivc wall. The filter struts are all within 2 to 3 mm of the lateral walls of the ivc. No stripe fracture is identified though there is some distortion of the stress due to motion artifact. Assessment for stenosis or occlusion of the ivc is limited on this non-contrast study. The patient is also noted to have severe bilateral renal atrophy. The patient¿s medical history is significant for end stage renal disease secondary to hypertension. The patient is on hemodialysis. According to the information received in the patient profile from (ppf), patient reported perforation of filter strut(s) outside the ivc and tilt. The patient became aware of these issues approximately twelve years post implant. The ppf indicates that a trapease filter was implanted, however the medical records indicate that a greenfield filter was placed. The procedural details of the filter placement have not been provided.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth). (Event date). (Event description). (Relevant history, race, and medical history). (Model, catalog, lot number, and expiration date). (Date received by the manufacturer and PMA/510(k) number). The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to tilt and perforation of the inferior vena cava (icv). The patient has indicated that it was a trapease filter that was placed, however, medical records note that it was a greenfield filter. The indication for the filter implant was the development of a deep vein thrombosis (dvt) the day after a kidney transplant. The patient¿s medical history is significant for positive for lupus anticoagulant on coumadin, a dvt four years prior, hypertension, renal failure due to hypertension and hyperlipidemia. The filter implant procedural details have not been provided. After the kidney transplant the patient had a decline in hemoglobin and was found to have a retroperitoneal hematoma status post renal transplant. The patient underwent drainage of the hematoma 12 days post filter implant. Approximately 2 months post filter implant, the patient was admitted to the hospital for fluid collection around the kidney. A computed tomography (CT) guided drainage with placement of a pigtail catheter was performed. Wound cultures were sent and were positive for staph aureus, pseudomonas and enterococcus, the patient was treated with vancomycin and zosyn. Approximately three months post filter implant, patient was admitted to the hospital with a fluid collection around the transplanted kidney and was also diagnosed with choledocholithiasis. Four months and two days post filter implant, the patient was in the clinic for follow up on the transplant and a wound infection. The patient was noted to have an elevated creatinine and was admitted to the hospital. Four months and two days post filter implant the patient was admitted to the hospital for a laparotomy with common bile duct exploration and stone removal and choledocoduodenoscopy. During the hospital course the patient developed acute renal failure, the patient was placed on steroids for which the response was not adequate. The patient was then placed on a trial of okt3 and developed florid pulmonary edema and was then placed on hemodialysis. The patient responded well to treatment and was discharged a month later. Thirty-nine months post filter implant, the patient was admitted to the hospital for increased redness and pain around a drain that was placed after drainage of a large pancreatic tail pseudocyst. Three years and four months post implant, the patient was admitted to the hospital with complaints of chest pain and shortness of breath, it was discovered that the patient had a pericardial effusion and underwent a pericardiocentesis and pericardial window. Twelve years post filter implant, the patient underwent a computed tomography scan for evaluation of the ivc filter. The imaging revealed that there is an inferior vena cava filter in place, the shape resembles that of a trapease type filter. The cranial tip of the filter is at the level of the renal vein ostia. There is some mild ventral tilting of the filter. The caudal tip of the filter contacts the posterior wall of the ivc without deforming the ivc wall. The filter struts are all within 2 to 3 mm of the lateral walls of the ivc. No stripe fracture is identified though there is some distortion of the stress due to motion artifact. Assessment for stenosis or occlusion of the ivc is limited on this non-contrast study. The patient is also noted to have severe bilateral renal atrophy. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to section (product code).

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: a scan noted that the plaintiffs filter was tilted and had perforated his inferior vena cava (ivc). Further, patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. Patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses not limited to the apprehension and risk associated with retaining a defective device inside patient¿s body.